Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with partially broken retainer and missing reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unit p-cap / reservoir locked properly in place. For (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that retainer ring was pop out while changing infusion set. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.